Event description:
The incident happened over a yr ago but the reporting sales rep was just made aware of it on (B)(6) during an airway workshop. Doctor reported he doesn't like this airway exchange catheter because he once caused a pneumothorax with one. Pt was ok and no other adverse events occurred. No other info available. According to the completed form, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4) pneumothorax is not specifically addressed. No info was provided relative to product event. The complaint device was not returned to assist in the investigation. There is 100% verification of correct sideport placement and quantity, that the distal end hole is rounded and smooth and also, that the overall surface of catheter is clean and free of excessive dents, scratches or bumps. The appropriate design control activities have been completed. It is stated in the instructions for use that perforation of the bronchi or lung parenchyma is a potential complication. It is stated in the instructions for use to, "properly position the cae catheter within the endotracheal tube by aligning the appropriate centimeter mark indicator of the cae catheter corresponding with the centimeter mark indicator of the endotracheal tube." It is stated in the instructions for use that, "if a high-pressure oxygen source is used for insufflation (e.g., jet ventilator), begin at lower pressure and work up gradually. Rising chest wall, pulse oximetry and oral air flow should be carefully monitored." The complaint device was not returned and limited info surrounding the event was provided, thus the root cause cannot be speculated. A CAPA (corrective action/preventative action) was previously initiated to address this type of failure mode and will include an IFU change as the long term action. We will continue to monitor for similar complaints. The appropriate personnel have been notified. Per qera (quality engineering risk assessment), the risk is insufficient to warrant corrective action, however, in an effort to continually improve our products, a CAPA (corrective/preventative action) been initiated.